Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2017 that the lead ??s pacing impedance measurements were out of range. A single low impedance from auto measurement had triggered lead polarity switch. The lead was checked and arm manipulated. Impedance remained stable around 535 ohms. The physician was unknown at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).